Manufacturer narrative:
The cause for the discordant hbc total result is unknown. No further evaluation of the device is required.

Event description:
A reactive advia centaur hbc total result was obtained on a patient sample and reported to the physician. The physician questioned the result. Repeat testing was performed on the patient sample and the test results were non-reactive. A corrected report was issued to the physician. The patient was cleared for donor use. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbc total result.